Event description:
Same case as MFR report #: 2134265-2009-01822. It was reported that post a coronary drug eluting stenting treatment procedure, in stent restenosis occurred. Two unknown taxus express2 stents were placed in a 75% stenosed lesion in moderately calcified and mildly tortuous proximal left circumflex artery. No patient injuries or complications were reported. Patient status was satisfactory. Approx one year later, the patient presented with chest pain. Both previously placed stents had restenosed. Two unknown balloons were advanced but could not cross the lesion. An additional guidewire was inserted and the physician direct stented with a non-bsc stent. No patient injuries or complications occured. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.